Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that when she turned on the implantable neurostimulator (ins) it would hurt and there was still uncomfortable stimulation. She tried every program and it would hurt when she walked. She had not been using therapy for the past 5 weeks now. The patient was told to turn her ins off until she saw her healthcare professional (hcp). The issues were related to a fall. The patient tried to see her hcp, but they refused to see her without a manufacturing representative (rep). The patient was scheduled to see her hcp next thursday ((B)(6) 2016).

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was uncomfortable stimulation. The patient had tried all 4 programs on her patient programmer (pp) and even since then she had been hurting. She had a fall and then she started gradually noticing the painful/uncomfortable stimulation that was in the area of her right side where the lead was and it ran down to her private parts (bicycle seat area), then down her leg. The issue was related to positional movements. The stimulation was uncomfortable and it would hurt when she walked. The patient had a job where she had to walk a lot. The patient did not feel the discomfort as much when she was sitting. Decreasing amplitude did not eliminate the uncomfortable stimulation. Turning the stimulation off did not stop the sensation. The patient had turned the implant off for a couple days and this did not stop the uncomfortable/painful sensation. The patient decided to turn the implant back on. The fall occurred on (B)(6) 2016 and the issues started happening a week ago, confirmed in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.